Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving two vibratory alerts. Upon interrogation, it was noted that the left ventricular lead exhibited high impedance. Programming changes were made. There were no patient consequences.